Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported a right side capsular contracture, baker grade iii, and a double capsule. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device was within specification, deformation, crease fold, and yellow particles. Cloudiness, bubbles and voids in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Explanting physician reported a right side capsular contracture, baker grade iii, and a double capsule. Device was explanted.